Event description:
A user facility submitted a repair request to the olympus service center, on evis lucera duodenovideoscope for forceps raising wire cut and bent when tip cover was not attached. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was peeled off, and there was gap in the tip adhesive part, or dirt entered inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps wire frayed, holes in the forceps channel, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the extension of the angle wire, scratches found on insertion part serpentine, curved rubber adhesive part is cracked due to an external factor, tip cover scratched, adhesive part of the lighting lens peeled off, air supply port (water supply pipe) loose, scratches on operation part and cover, switch 1 and 2 scratched, scratches on switch box, scratches on up/down and right/left knob, scratches on grip, forceps stopper scraped, scratches on universal code, scratches on operation part side of the universal cord, scratches found on scope connector side of the universal cord, water cover observed on the electrical connector, scope connector scratched, scratches on right/left angle fixing knob, paint on the air / water supply cylinder peeled off, and paint on the suction cylinder peeled off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the adhesive which had peeled on the lighting lens. A definitive root cause for this issue was not established. However, it is probable that issue occurred because the device was subjected to stress forces such as dropping or knocking. It is also possible that the peeling resulted from the stress of the chemicals used for reprocessing. Olympus will continue to monitor field performance for this device.